Event description:
Patient reported "rupture". This record is the right side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a. Implant date: 1999 was reported. Additional, changed, and/or corrected data: a2, a5, a6, b5, b6, d3, d4, g1, g2, h3.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Healthcare professional later reported confirmation of event. This record is the right side. The device remains implanted. Patient was hospitalized.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Patient reported "rupture". Healthcare professional later reported confirmation of event. Healthcare professional later reported "capsular contracture baker grade ii". This record is the right side. The device was explanted. Patient was hospitalized.